Event description:
It was reported that a crosssail dilatation catheter was used for pre-dilatation in the carotid artery (off label use), without protection. At the end of the procedure, the patient showed hemiparesis and aphasia. After one hour, the patient was recovering mobility of their limbs. Reportedly, no product malfunction was reported.